Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 303345 batch#: unknown it was reported by the customer that when using these blunt plastic cannulas to draw up propofol from a vial "rubber coring" occurs. When the vial is punctured with the blunt plastic cannula, a small piece of rubber falls into the vial and can then be aspirated into the syringe and injected into the patient unknowingly. It is very small, and you would have to examine the syringe and vial carefully to ensure the rubber is not evident. He has provided me with pictures of the rubber inside several syringes, several vials of propofol with pieces of the rubber floating inside them and literature documenting an increase risk of "coring" when using these blunt plastic cannulas as opposed to the blunt needles. Verbatim: rcc received a complaint via email. Email(s) attached. Crna that is very adamant that when using these blunt plastic cannulas to draw up propofol from a vial "rubber coring" occurs. When the vial is punctured with the blunt plastic cannula, a small piece of rubber falls into the vial and can then be aspirated into the syringe and injected into the patient unknowingly. It is very small, and you would have to examine the syringe and vial carefully to ensure the rubber is not evident. He has provided me with pictures of the rubber inside several syringes, several vials of propofol with pieces of the rubber floating inside them and literature documenting an increase risk of "coring" when using these blunt plastic cannulas as opposed to the blunt needles. I also have 2 anesthesiologist and 3 crna's that state that when you use the correct technique to withdraw propofol from the vial using the blunt plastic cannulas, you reduce the risk of "coring", and that "coring" can also occur when using the blunt needles. These 5 people prefer the blunt plastic cannulas because it makes drawing up the propofol in the syringe faster and easier, especially in quick procedures. Ref# 303345

Event description:
Additional information received material#: 303345 batch#: unknown it was reported by the customer that when using these blunt plastic cannulas to draw up propofol from a vial "rubber coring" occurs. When the vial is punctured with the blunt plastic cannula, a small piece of rubber falls into the vial and can then be aspirated into the syringe and injected into the patient unknowingly. It is very small, and you would have to examine the syringe and vial carefully to ensure the rubber is not evident. He has provided me with pictures of the rubber inside several syringes, several vials of propofol with pieces of the rubber floating inside them and literature documenting an increase risk of "coring" when using these blunt plastic cannulas as opposed to the blunt needles. Verbatim: rcc received a complaint via email. Email(s) attached. Crna that is very adamant that when using these blunt plastic cannulas to draw up propofol from a vial "rubber coring" occurs. When the vial is punctured with the blunt plastic cannula, a small piece of rubber falls into the vial and can then be aspirated into the syringe and injected into the patient unknowingly. It is very small, and you would have to examine the syringe and vial carefully to ensure the rubber is not evident. He has provided me with pictures of the rubber inside several syringes, several vials of propofol with pieces of the rubber floating inside them and literature documenting an increase risk of "coring" when using these blunt plastic cannulas as opposed to the blunt needles. I also have 2 anesthesiologist and 3 crna's that state that when you use the correct technique to withdraw propofol from the vial using the blunt plastic cannulas, you reduce the risk of "coring", and that "coring" can also occur when using the blunt needles. These 5 people prefer the blunt plastic cannulas because it makes drawing up the propofol in the syringe faster and easier, especially in quick procedures. Ref# (B)(4) comments on 10/01/2024 I was not the one using the product or making the compliant. You need to send this to: chooper@uspi.com comments on 23/jan/2024 in the email I received from healthtrust it stated: ¿ propofol contains lipids. (B)(4) specifically cautions against using with lipids. (See attached IFU) ¿ (B)(4) does not have the same caution. ¿ the box instructions for use (IFU) for both the (B)(4) (bd blunt plastic cannula) and for the (B)(4) (bd vial access cannula)are attached. Here is a picture and description of each. I have shown this to my charge nurse and administrator, we are moving over to the bd vial access cannula and informing the anesthesia team of the above regarding the bd blunt plastic cannula.

Manufacturer narrative:
Updated a code pr (B)(4) follow up it was reported when using these blunt plastic cannulas to draw up propofol from a vial, rubber coring occurs. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a syringe with a dark speck that appears to be floating white solution. The two other photos show a dark speck that appears to be in a vial. No other information could be obtained from the photos. It is recommended to review and confirm the correct technique is followed when using the product. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.